Event description:
The customer alleged fluid leaked from the creatinine module involving the unicel dxc 800 synchron system. The customer observed crystallized reagent on the module but no moisture was present. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) determined the creatinine module leaked fluid from the cup and replaced the creatinine module to resolve the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).